Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited high shock lead impedance (sli) measurement ranging from 70 ohms to an out-of-range (oor) value greater than 125 ohms. Trend showed sli measurements around 100 ohms. No noise was noted on the lead system and isometrics showed a clean pace-sense channel. A local boston scientific field representative reported normal device behavior was observed during testing but the patient was still scheduled for a non-invasive programmed stimulation (nips) procedure. Additional information received confirmed that the patient underwent nips and the device was found to work fine. All numbers were consistent for a single electrode lead as well. The physician decided to turn off the daily sli measurement and monitor the patient in clinic. This ICD remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Additional information was received from the clinic that the shock impedance on another manufacturer's right ventricular (rv) lead and this device went back into normal range following the previous nips procedure. However several months later the shock impedance continued to increase and has intermittently been out of range. The products remain in service and the patient continues to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.